Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory using the dade innovin reagent. At 12:25 pm the result from the meter was 7.0 inr and the repeat result was 7.1 inr with a different finger. The result from the laboratory was 5.3 inr with venous blood. The specific time was not provided. It was only stated as within minutes of the meter results. There was no allegation of an adverse event. The patient's anemia and blood loss were not related to the meter or the inr results. The patient's coumadin dose was held for two days based on the meter result. The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in coumadin dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.5 - 3.5 inr. The customer saw the qc check. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips as well as a master lot strip were tested with a liquid quality control. Testing results: qc 1: 2.3 inr. Qc 2: 2.3 inr. Qc 3 (masterlot): 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr) all measurements were without error messages. The customer reported a hematocrit of 24.9%.the hematocrit is required to be within the range of 25-55%. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.